Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The leak was observed after the medicine (unknown) was added into the soft bag. There was no patient involvement. No additional information is available

Manufacturer narrative:
H4: the device was manufactured april 22, 2021 - april 23, 2021. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a top left weld defect of area not sealed through to the edge of the bag. A functional testing was performed which revealed a leak at the same area. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to variation in the manufacturing equipment weld process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.